Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the lot history record (lhr) for this device was reviewed and showed that the device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Dissections and perforations are known potential adverse effects, per the instructions for use (IFU) that can occur during any invasive procedure and do not indicate a manufacturing related issue. Additionally, the reported perforation was a user related issue and does not indicate that a malfunction of the device occurred. Without the return of this device, and with the limited information available, a conclusive cause of the clinical observation was unable to be determined. Patient identifier was received and has been added to this report.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve via direct aortic access, while advancing the delivery catheter system (dcs), the fluoroscopy did not show the image simultaneously. This caused the physician to continue inserting the dcs which subsequently perforated the left ventricle. The valve was deployed quickly and the patient was put on ca rdiopulmonary bypass. The patient was opened and the perforation was repaired. No other adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)